Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 11. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, increased sensitivity and inflammation. No further patient complications were reported.